Event description:
The user facility reported a patient of unknown age and gender with acute myocardial infarction and cardiogenic shock was implanted with an impella device for mechanical circulatory support. While the patient was on support, the automated impella controller (aic) had a purge disc not detected alarm that could not be cleared during support ¿ purge flag breakage was suspect. The aic was replaced. The patient remained on support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, supplemental report will be filed.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were reviewed which confirmed the inability to detect the purge disc. The console was evaluated and it was confirmed that the purge flag had broken off on the console. The root cause of this issue was a broken purge flag. D4-updated model number.